Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis (dka), with blood glucose levels greater than 600 mg/dl. It was stated that the dka led to a heart attack. Prior to the event, the customer's blood glucose levels would not come down, despite all the boluses that were given. The customer also received several no delivery alarms. It was stated that the customer is very thin, and may be inserting into scar tissue. Troubleshooting was performed, and no damage to the drive support cap was noted. The insulin pump passed the prime and high pressure tests. The caller wanted to skip the programming troubleshooting. Advised the caller that the insulin pump was working properly, and advised to have the customer change the infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.